Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) was noted post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician noted pericardial effusion (pe) after the implant and before removing intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed. The device is not expected to be returned for analysis. No further information was provided.